Event description:
It was reported that a few months after vns generator replacement the patient was hospitalized due to seizures. Attempts for additional information have been made; no additional relevant information has been received to date.